Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited intermittent capture and low impedance. The lead was capped and replaced. The patient was in stable condition.